Event description:
The patient's thrombus resolved on (B)(6) 2021. The patient's right heart failure resolved on (B)(6) 2021 with placement of a protek duo. The bleeding resolved on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, cardiac arrhythmia, right heart failure, respiratory failure, venous thromboembolism, and hepatic dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia and thromboembolism as potential late postimplant complications. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 6, under ¿right heart failure, states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6 (under ¿caution!¿) explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12feb2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had new ulnar nerve distribution pain and edema, so an upper extremity venous ultrasound was performed on (B)(6) 2021 and identified a nonocclusive thrombus in the right internal jugular vein. It was reported that this was likely secondary to the patient's recent central venous catheter. No repeat imaging was performed and anticoagulation was continued.

Event description:
It was reported that during the implant procedure on (B)(6) 2021, the patient was observed with abnormal movement noted in the face and around the mouth, bilateral upper and lower extremities concerning for seizure-like activity. During these movements, blood pressure and heart rate dropped. A video electroencephalogram was on for 24 hours and there was no electroencephalogram correlated to suggest seizures. The subject was started on midazolam to control hemodynamics. A computer tomography scan was recommended when possible. The patient had an rvad placed on (B)(6) 2021 for right heart failure. The patient remained intubated for more than 6 days following initial vad implant, and on (B)(6) 2021 and the patient had significant runs of ventricular tachycardia and was started on amiodarone. The patient also had a major bleed and was transfused with one unit of packed red blood cells on (B)(6) 2021. The patient was receiving a heparin infusion at the time which was temporarily held until the evening. The patient had respiratory failure on (B)(6) 2021 and significant ectopy and sustained episodes of ventricular tachycardia and supraventricular tachycardia. The patient developed hypercarbia and hypoxic respiratory failure of unclear etiology. The patient was noted to be bradycardic and hypotensive, and became unresponsive. Pt was resuscitated and reintubated on (B)(6) 2021. The patient was transfused with one unit of packed red blood cells on (B)(6) 2021 as well, and was extubated on (B)(6) 2021. The patient's hemoglobin was 6.7 g/dl and two more units of packed red blood cells were administered on (B)(6) 2021. On (B)(6) 2021 bilirubin was 3.9 mg/dl and aspartate aminotransferase was 147 u/l which is three times the patient's baseline level. Per the gastrointestinal consultant, the liver test abnormalities are most likely consistent with passive congestion from elevated right sided cardiac pressures and likely a component of impaired forward flow.